Event description:
As reported to coloplast though not verified, patient was implanted with aris and novosilk mesh. Later the patient experienced vaginal pain, incontinence, recurrent urinary tract infection, chronic interstitial cystitis, mixed incontinence, increased frequency, vaginal bleeding and mesh erosion. An excision/removal of the mesh and repair of anterior vaginal wall were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.